Event description:
Extreme pain. I did all the pre-procedure items given to me at dr's office. In 2009, I was lying on a table in the doctor's office with a male operator of the prolieve machine. I assumed he was a nurse since he was wearing scrubs and watched the machine for the entire 45 minutes. The nurse inserted a numbing agent into my urethra, which did not hurt, however, when the doctor tried to insert the catheter, I felt a lot of discomfort/pain. Some pain shooting all the way to my toes on both feet. I was very uncomfortable, but assumed it would stop shortly. The doctor was looking for "something", and a female nurse came in to assist him. A liquid was poured into the catheter, and soaked my testicles, upper legs and behind. The paper I was lying on stuck and dried on my skin. The doctor then inserted a thermometer into my rectum, which was not too uncomfortable. It remained in for the 45 minutes. Once the prolieve machine was turned on, I started feeling discomfort/pain in various amounts. I would feel tremendous pressure to urinate with a great deal of pain, and then it would subside. This continued for most of the 45 minutes, but I dozed off the last 5 minutes. My body was stressed to the max and don't know how I went to sleep, except I wanted out of the pain. Maybe the tranquilizer finally took effect. When it was almost over, the doctor returned to the room and told the nurse to remove me from the prolieve machine. Removing the catheter was not too bad, however, when the rectal thermometer was removed, I thought he was pulling a lot out. It hurt so bad, I almost "expletive" on the table. I don't know why it did not slide out as easily as it slides in. The nurse told me I could go to the bathroom, which I did to urinate, which hurt like hell and had blood on the tip of my penis. I asked for a band-aid to keep the blood from staining my underwear, and he gave me a couple of gauze pads but nothing to hold it on. I got dressed and was shown the way out, but I was wobbly and the pain/cramps returned, and I had to stop in the bathroom leaving the building. I was really shaken up, as was my wife. I sat on the toilet in pain, my penis bleeding and stressed out. I assumed the pain/cramps would pass, but they did not stop until 5 or 6 hours later. I could not sleep because of the discomfort. I had to urinate frequently, which hurt very badly. I still have to sit to urinate, because it squirts everywhere. The nurse called the day after and asked how I was doing, and told her about the blood and leaking. Leaking being urine mixed with blood that oozed out between the time I urinated and the next time. She told me this would stop, but to call her. The fourth day after the prolieve procedure, and it still hurts to urinate, I am still leaking, but the bleeding is gone. I will call the nurse later in the day. I do not think this procedure should be done while the pt is awake. I would never recommend prolieve for any of my friends, and had I known about the pain, I would never have had it done. I am hoping that this procedure will shrink my prostate, but I will have to wait and see. I am writing this down dr, so you can better understand my experience. Diagnosis or reason for use: enlarged prostate.